Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed.  The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to liquid contamination on the ca board which caused a short causing the f600 fuse to be open. The root cause for the open fuse was the liquid contamination. The root cause for the liquid contamination was ingress of an unknown liquid lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.